Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced signal loss which occurred the same day the sensor had been inserted in the arm. 8 days after the sensor was inserted, the cgm reading was 77 mg/dl, and the patient drank a soda before taking a bath. After taking a bath, the patient became aware of the signal loss issue when she experienced symptoms for hypoglycemia and was unable to walk. No fingerstick was taken but the patient´s son brought the patient a can of soda. After treatment, the patient started feeling better and was able to walk again. The patient performed trouble shotting, and when the cgm reading returned these were 43 mg/dl. The patient continued to feel better, and the cgm reading went up to 128 mg/dl. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.